Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized due to elevated blood glucose (bg) level (345 mg/dl) and diabetic ketoacidosis. Reportedly, the customer had a colitis infection which contributed to the elevated bg. Customer reported disconnecting the infusion tubing from site while getting ready for bed and forgot to reconnect. Customer did not receive insulin for a few hours and bg increased to 345 mg/dl. Customer stated there was no issue with the cartridge, infusion set or supplies and that the hospitalization was due to disconnecting the infusion site. Customer was treated with intravenous insulin while hospitalized. The customer was discharged the following day with the issue resolved.